Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Strung (string) got off and I need to go to an urgent care because I can't get it out- vagina [foreign body in reproductive tract] . Strung (string) got off [device breakage] . Case narrative: consumer reported via e-mail that the string got off the tampon. No serious injury reported.